Event description:
The customer reported to olympus that during cystoscopy, transurethral resection of bladder neck, the black tip of the resection sheath broke off into pieces inside the patient, and was retrieved. Unknown amount of time it took to remove pieces from patient's bladder. The procedure was completed with another device. The device was inspected prior to use and no issues were identified. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
This device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has also been submitted on importer medwatch report # 2429304-2023-00093.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the root cause could not be determined, the likely cause(s) of the reported event are follows: 1. Thermo-mechanical fatigue 2. Wear and tear 3. Improper handling (impact, shock) the event can be detected/prevented by following the instructions for use (IFU) which state: ¿4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches¿ ¿ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures).¿ ¿warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.